Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not switched on. A field service engineer isolated the issue to drawer 3 using a digital multimeter (dmm) and identified that the 3.2 controller board had failed. The field service engineer replaced the controller board, then tested the system using the application and confirmed that the customer was successfully inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not switched on and offline in remote support service. The customer reported that the station was completely unresponsive and had been down for approximately 40 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.